Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that there was no video to their camera which was connected to their hexavue custom room rack. The event did not occur during a patient procedure. No report of injury.